Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4). Repair order log (B)(4).

Event description:
Review of service and repair order log (B)(4): per repair authorization form: "only engages for 2 seconds, won't keep cutting." (B)(4).

Manufacturer narrative:
(B)(4). Please find attached the (B)(4) final MDR submission package , regarding all initial MDR's ,and retro review initial MDR's filed for reports of intermittent function during use. The documents included in this package are as follows: · (B)(4). This concludes coopersurgical' s root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
Review of service and repair order log (B)(4): per repair authorization form: "only engages for 2 seconds, won't keep cutting." Reference e-complaint (B)(4).

Event description:
Review of service and repair order log 79765: per repair authorization form: "only engages for 2 seconds, won't keep cutting." Reference e-complaint (B)(4).